Manufacturer narrative:
Further information was requested; but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the device exhibited post-paced t-wave over-sensing. The oversensing was noted on a stored electrogram. Programming changes were discussed, but no intervention was reported. Patient condition could not be obtained.